Manufacturer narrative:
(B)(4). Eval, results: (death).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the distal rca during index procedure. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year and 2 year follow ups. It is reported that the pt expired approximately 2 years and 4 months post index procedure. No further details are available.